Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator's solenoids did not work and the turbine did not rotate with multiple hw fault (ihome and rac) alarms. There was a constant audible alarm. It is unk if the ventilator was connected to a pt when the reported problem occurred.